Event description:
It was identified that the buckle on the restraint was broken which caused the restraints to not be able to latch/lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.